Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were hard to press. The blood glucose value from reported event was 190 mg/dl and 150 mg/dl. The down arrow and act button were hard to press. The time clock was advances. The sensor glucose value from reported event was 320 mg/dl and 300 mg/dl. Insulin delivery was not suspended due to sensor glucose vs blood glucose difference. Customer reports they did not receive a sensor error alert. Customer reports they did receive a calibration error. Customer reports they did receive a change sensor alert. The insulin pump will be returned for analysis.